Event description:
The user received questionable ion selective electrode sodium results for about eight patient samples from the cobas c501 analyzer serial number (B)(4). The user was not able to provided specific results, but stated the initial results were 160 mmol/l and repeat results were in the normal range of 136-145 mmol/l. The initial results were reported outside the laboratory. The patients were not adversely affected. Upon evaluation of the analyzer, the field service representative determined the sample rinse mechanism was improperly adjusted resulting in detergent carryover. He adjusted the sample rinse mechanism and verified the analyzer operation by running mechanism checks, calibration, quality control and precision testing with all results within specifications.